Event description:
Breast deformity secondary to breast recontruction after mastectomy requiring removal and replacement of prosthesis. Breast implant removal intact. No identitying markings on prosthesis.